Event description:
It was reported a screw became loose after a shoulder scope procedure and became lodged in the soft tissue. The screw was explanted and the procedure was delayed 30 minutes. The patient outcome was good. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.